Manufacturer narrative:
(B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient may have experienced loosening of a patellar component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant products- bmet regenx pri tib tray 67mm catalog 141272 lot 626710; biomet finned pri stem 40mm catalog 141314 lot 207340; vanguard cr por fem-rt 62.5 catalog 183046 lot 509410; e1 vngd crl tib brg 63/67x10 catalog ep-183520 lot 043390. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision of a patellar button approximately one year post total knee arthroplasty due to patellar loosening and pain. The patella button was removed and replaced.